Manufacturer narrative:
(B)(4). According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Additional associated products and mdrs: 00541601601 gender solutions female femoral component porous size 3, left lot# 60934833 MDR: 0001822565-2021-01925. 00595403702 tibial tray fixed bearing size 4 lot# 61173298 MDR: 0001822565-2021-01926.

Event description:
It was reported initial left total knee arthroplasty performed. Subsequently, the patient underwent manipulation under anesthesia with cortisone injection two months later due to arthrofibrosis.